Manufacturer narrative:
This supplemental report is being submitted to provide additional and corrected information based on the information supplied by the customer and information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is presumed the following led to the malfunction: the failure of the turret motor and the high brightness motor which were replaced february 1, 2023 after this event. Olympus will continue to monitor the field performance of this device.

Event description:
The issue was found at the end of the procedure when it was completed. The procedure was completed using the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed, indicating a system failure of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the visera pro xenon light source was malfunctioning, causing flashing of the front display panel. There were no reports of patient harm.